Manufacturer narrative:
The medical records confirmed the patient's date of birth, which conflicted with the initial reported age. Medical records were received from the clinic. The patient underwent a chest x-ray and found that no pneumothorax was seen post thoracentesis. Left pleural effusion was diminished. The patient underwent ultrasound thoracentesis with image guide. Approximately 2400 ml of dark amber fluid was withdrawn by vacuum suction. The ultrasound guided left thoracentesis was successful. The additional information does not change the initial clinical review.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. There were no discrepancies in the internal visual inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of pleural effusion. There is no documentation to show a causal relationship between the liberty select cycler and the pleural effusion. The cycler was evaluated and passed all testing. It is unknown if the patient had any comorbidities that could have caused or contributed to the event. Based on available information the etiology of the pleural effusion is unknown. Additionally, there was no pleuro-peritoneal leak or fluid volume overload that caused the event. There is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported pleural effusion remains.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they received a patient line blocked message and were draining slowly during drain two of five of their peritoneal dialysis (pd) treatment. The patient was not complete treatment due to the alarm. The patient went to the clinic and they found fluid in their lungs (signs/symptoms unknown). Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). The patient was seen at the clinic where a chest x-ray revealed pleural effusion. The patient underwent a pleural tap to remove the fluid, where approximately 2400ml of dark exudate was removed. This was done outpatient and the patient returned home the same day. The cause of the pleural effusion is unknown as there was no pleuro-peritoneal leak or fluid volume overload. The patient has continued with pd therapy.